Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.

Event description:
Attorney reported: (B)(6) 2008 - pt underwent surgery to repair a ventral hernia. A bard composix l/p mesh hernia patch was used to repair the hernia. As a result of using the bard composix l/p mesh hernia patch, pt was caused to suffer, among other injuries, severe infection, and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by pt was due to the bard composix l/p mesh hernia patch.